Event description:
The customer reported that the system showed a cine disk not available error. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The direct current power needed to be adjusted. The system was tested and found to be working as intended and put back into service.